Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, d4, g3, g6, h2, h6, h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Event description:
The hospital reported that during troubleshooting the surgeon was having issues with vasoview hemopro 2. The hemopro2 adaptor would only work when held in place on the hemopro power supply. The adapter was switched out for a new one and worked fine. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.